Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Customer will reset pump when ready but declined additional assistance from tandem customer technical support regarding the issue. No additional patient information was available.